Event description:
It was reported that vns patient has a possible lead break is suspected on the vns system. It was reported that nurse saw the patient in clinic on (B)(6) 2016 and think that there is a possible lead break. The last lead test was done on (B)(6) 2016 and the lead impedance value was normal -3000 ohms. There is no known injury, but the patient couldn't feel the stimulation. The nurse is not sure when this started. X-rays have been performed and reviewed by the manufacturer. The placement of the generator looks normal from the images. The filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted. The lead wires at the connector pin appeared to be intact. Strain relief bend and loop were present and placed as recommended in manufacturer labeling. Portions of the lead appeared to be behind the generator and could not be fully assessed. No acute angles or clear lead break were found in the parts of the lead that could be assessed. There was no obvious cause of the reported high impedance that could be determined from xrays images. It was reported that the device has been switched off following the high impedance. The settings before switch-off were as follow. Normal mode: output current 1.75ma; frequency 20hz; pulse width 250usec; signal on time 21 sec ; signal off time 1.1min. Magnet mode: output current 2ma; pulse width 500usec ; signal on time 30 sec. No known surgical interventions have occurred to date.